Event description:
The user reported that during an angioplasty procedure to treat a severely occluded coronary lesion distal from the circumflex area the catheter kinked or was flattened while attempting to cannulate the left artery. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual insp of the device revealed a flattened twisted area on the catheter 42 cm from the distal end of the strain relief that was 1.8 cm in length. Five add'l kinks were found 15 cm, 28.5 cm, 50.8 cm, 76.2 cm, and 91 cm from the distal end of the strain relief. Merit is unable to determine the exact root cause for the flattened and kinked areas of the catheter shaft. Method: process eval.